Event description:
A few hours after the patient received 3 cypher stents to the left anterior decsending artery and 1 cypher stent to the left circumflex artery, the patient complained of chest pain. Coronary angiography was conducted, and thrombus was observed in all 4 implanted cyphers. To treat the thrombus, aspiration and balloon angioplasty were conducted with a 3.0 x 15mm balloon at 8atm for the distal lad and 12atm for the proximal lad. Balloon angioplasty was also conducted at the circumflex artery, up to 11atms.